Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission, post sensed t wave oversensing was observed. The oversensing was noted on a stored egm. It was also noted that the device was showing pseudofusion. The patient did not receive therapy during the oversensing. Programming changes were discussed. No intervention has been done as the device remains implanted. The patient was stable.

Event description:
New information received noted that an asymptomatic patient presented via remote transmission, post sensed t wave oversensing was observed. The oversensing was noted on a stored egm. It was also noted that the device was showing pseudopseudofusion. The patient did not receive therapy during the oversensing. The patient was seen in clinic on (B)(6) 2019 and the suggested programming changes were made. The patient was stable throughout and will continue to be monitored.